Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that the surgeon was not able to get a proper vacuum seal when aspirating the syringe. An insufficient amount of tissue was drawn into the window of the biopsy needle after several attempts, which resulted in a non-diagnosis. There was a minor delay in the procedure and the surgeon had to use a biopsy needle from another company which yielded an adequate amount of tissue for diagnosis. There was no patient injury reported. Additional information was requested and on (B)(6) 2014, the following was provided: the patient was female. Patient age and type of tumor were unknown. There was no harm to the patient ad the procedure was delayed for about 20 minutes. There was not enough tissue after multiple attempts with the nashold biopsy needle.